Event description:
(B)(4). Event occurred in (B)(6). The patient reported that tubing got detached at the quick release. The patient observed that insulin came out of the tubing, 5 hours after the set was changed and this issue occurred with one set. No further information available.